Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed that the luer lock was disconnected from the tubing and the solvent was present up to 0.5 cm along the tube. For the tube to be fully inserted the solvent has to be 1 cm along the tube. The reported condition was verified. The cause for the disconnection is to be attributed to under insertion of the tube inside the luer lock¿s pip. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set was found in two pieces upon opening of the device. The reporter stated that the luer connection came apart from the main set. There was no patient involvement. No additional information is available.